Event description:
The rotator of the inflation device broke when being attached. No harm or injury reported. The customer reported two (2) defective devices but has not provided any add'l info or clinical details for the add'l events.

Manufacturer narrative:
Device eval: the device eval has not been completed. Eval: conclusions: other: a f/u report will be submitted when the device eval has been completed.